Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, that the surgeon tapped the vertebrae pedicle with a 6mm expedium tap as requested. The surgeon encountered dense, hard bone and had to exhibit for on the tap to penetrate the pedicle and vertebral bodies of all desired levels. The rep asked the surgeon if he would like to use the 7mm tap as opposed to undersizing the tap for a 7mm pedicle screw. The surgeon attempted to put a 7mm diameter viper cortical fix pedicle screw in t11 on the left. The surgeon began to encounter resistance as the screw only buried halfway through its length. The surgeon heard a snap. He removed the screwdriver (3010-19-003) from the pedicle screw and noticed the tip of the screwdriver had sheared off. The surgeon successfully removed the broken piece of the screwdriver. The surgeon then took another pedicle screwdriver (2797-12-400) and attempted to insert the screw. The tip of the screw broke on the 2nd attempt with the new screwdriver. The surgeon then removed the broken screwdriver and the 7mm screw. He tapped with a 7mm tap and inserted a new screw successfully. 15 minutes surgical delay reported. There were no patient outcomes or consequences. This report is for one (1) mis ti cfx fen poly 7x50. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10 therapy date: (B)(6) 2023 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.